Event description:
It was reported that the physician believed the device should last longer. The device was implanted on (B)(6) 2012, but implant detections was manually turned on (B)(6) 2014. The physician questions the device longevity due to the information from the longevity estimator. The device remains in use and the physician will follow up on the device diagnostics in three months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Longevity underestimated since implant detect not initially completed (device current for 28 months was inaccurate). Measured battery voltage once implant detect was completed was lower than expected so the device calculates a higher current. Longevity estimate is expected to recover.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.